Event description:
It was reported via repair work order that the footend was elevated and would not lower due to the footend signal coil cable and lift power coil cable being crushed and malfunction lift motor coupler. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.